Event description:
The user facility reported that an employee obtained a cut on their hand from a "sharp edge" of the doorstop while changing chemicals in an innowave unity 20 ultrasonic irrigator. The employee received a bandage.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and confirmed damage to the doorstop which resulted in the sharp edge. To resolve the issue, the technician repaired the doorstop. The unit was tested, confirmed to be operating according to specification, and returned to service. The innowave unity 20 ultrasonic irrigator is not under a steris service contract; it is unknown who is responsible for maintenance activities. The device history record (DHR) was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted. A 3-year complaint review was conducted and confirmed this to be an isolated event. No additional issues have been reported.